Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received several alarms on their insulin pump. The patient's blood glucose level was unknown. The customer stated that the time and setting was wrong on the pump. The customer was informed of the danger of not programming the correct time and date on the insulin pump. The customer was assisted with correcting the time and date on the insulin pump. No further assistance needed.